Manufacturer narrative:
Conclusion statement: no conclusion can be drawn. Medwatch 3500a has not been received from user faiclity after three requests were made.

Event description:
Alledgedly revision surgery performed due to dislodged locking pin.